Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with lightheadedness. System evaluation identified intermittent pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. Additionally, loss of capture which resulted in greater than two seconds of asystole for this patient. Fluoroscopy revealed a lead fracture. The device was deactivated and a temporary pacing system was utilized. The system was subsequently removed from service and replaced. No additional adverse patient effects were reported.